Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 550 mg/dl. Customer declined to troubleshoot for high readings. Troubleshooting was performed on infusion set and bent cannula. The insulin pump was not returned for analysis.